Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Visual inspection of the returned product showed the optic was torn and there was a dried up surgical residue on the lens surface. Both sides of the optic and haptic were checked for sharp/rough edges and edges were found to be acceptable. (B)(4).

Manufacturer narrative:
Method: device history record review, work order search. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. A work order search found no similar complaints. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code (process evaluation): medical review. Results code (process result): per medical review - reportedly, posterior capsular rupture was observed upon iol insertion, requiring intraoperative lens removal. No reported problem with the lens or injector. Incision was enlarged, 3-piece silicone lens was removed, and an anterior chamber lens was successfully implanted. Sutures were placed. No reported postoperative sequelae. According to the report by a surgical technician, dated on (B)(4) 2015, the event was caused by patient anatomy issue and was not lens related in origin. (B)(4).

Event description:
The customer reported the patient's posterior capsule collapsed after the +23.5 diopter aq2010v silicone three piece lens was inserted. The incision was enlarged, the lens was removed and an acl was implanted. Sutures closed the wound. The reported stated the event was due to the patient's anatomy and not related to the lens.